Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported: 5f access, large artery, mid femoral head. Obese patient. Doctor used 6f dilator when gaining access. Deployed distal wings and brought device to the arteriotomy. Doctor had the rt keep skin pushed down when he was deploying proximal wings. They were visible under fluoroscopy. However, device kept turning and would not make second click. Wiggle tested the device and it seems to stay in place. Deployed the device and it embolized. It is uncertain where the implant is because they did not re-access. Manual compression was applied to achieve haemostasis.